Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: the described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not power on. The unit blew back fuses and replacement fuses. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay was reported.